Event description:
Complaint alleges that the applier malfunctioned during surgery. Two clips were successfully loaded and closed. The clip did not load properly in the jaw, and came out sideways and crooked. Clip fell into the patient, but was retrieved. No patient injury reported. Patient current condition reported, as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73a1500441 was confirmed with sample received. During visual inspection it was observed that knob component is slightly-disassembled, one stuck clip in jaws, and spring jaws component is damage (bent upturned). Despite condition of the applier the spring jaws & knob components are out of place. Functional inspection: applier was fired first time and clip received was stuck in jaws, and not loaded properly. After second activation; clips were properly secured in jaws. Alternate condition was observed; one clip stuck in jaws during visual inspection; therefore , root cause is unknown. "Clip fell into patient" was not confirmed. Functional inspection: second activation; clips properly secured in jaws, and device worked properly. Therefore, corrective actions are not required at this time. Also, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Complaint alleges that the applier malfunctioned during surgery. Two clips were successfully loaded and closed. The clip did not load properly in the jaw, and came out sideways and crooked. Clip fell into the patient, but was retrieved. No patient injury reported. Patient current condition reported, as fine.

Manufacturer narrative:
(B)(4). Device sample received by manufacturer, but investigation is still underway at time of this report.